Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: before use, when hospital staff turned the c1 on, the progress bar stopped midway through and the alarm continued to sound, so he asked local staff to repair this c1. No patient involvement.